Event description:
It was reported that after a generator was replaced, high impedance was detected n the new generator. The old generator could not be interrogated pre-operatively to check impedance due to battery depletion. The lead pin was irrigated, wiped off and reinserted into the new generator and diagnostics detected high impedance again. This was done a 3rd time and high impedance persisted. The lead was not revised at this surgery. No further relevant surgical intervention has occurred to date. No new relevant information has been received to date.

Manufacturer narrative:
D4. Lot # and h4. Device manufacture date, corrected data:the initial MDR inadvertently omitted the lot and manufacturing date of the suspect product.

Event description:
The patient underwent lead revision surgery. During the surgery, the suspect lead was inspected and a fracture was found in the lead portion near the clavicle. The lead was replaced and the impedance was ok. The suspect device has not been received by the manufacturer to date. No additional relevant information has been received to date.